Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that prior to a stenting treatment procedure, the stent was not able to be reconstrained. During a demonstration for a fellow, while external to the patient, the physician attempted to partially deploy the 10x68x75 wallstent tracheobronchial endoprosthesis and then reconstrain it. However, the stent was approximately halfway deployed and attempts to reconstrain the stent were not successful. The procedure was completed with another of the same device. As there was no contact with the patient, no patient complications occurred.